Manufacturer narrative:
One cardiomems patient electronic system with sn (B)(4) was received for evaluation. Inspections of unit revealed i3 pcb board damage along with smoke residue on electronics enclosure. The root cause was determined to be i3 pcb passive component failure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis confirming that smoke residue was found on the electronics enclosure lid back.